Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2023 it was observed that the gantry was moving by itself when in standby mode. The incident occurred one time during preparation of the system when no patient was in the room. A field engineer examined the console and it was determined that the gantry buttons needed to be replaced and replaced the panels. The system was tested and it met the manufacturer´s specifications. No injury to the patient or staff reported. No other information is available.